Manufacturer narrative:
Investigation: the pins were cut slantingly. The remaining part of the pin on the disc is very short and no indentation is remaining. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the pin is cut too low, so no indentation remained. In the IFU it is noted that the top disk can loosen after application if the pin is not cut off properly. Corrective action: according to sop (B)(4) a CAPA is not necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018.

Event description:
Country of complaint: japan. The third disk of the craniofix titanium clamp came loose after cutting the pin.